Event description:
Int'l ((B)(6)) complaint received reporting multiple issues with use of one (1) 011-h1922 17" clave/spike pharmacy drug solution connection set. It was reported that "...set didn't allow the start of the infusion of therapy (taxol). Touching the outside of the filter it was sticking and it seemed to be due to the drug contamination. While trying to restart the therapy, there was a lack of the drug where the clave is attached and the customer came into contact with it. After changing the device the therapy started without any problem. This issue caused a delay of about 30 minutes in administration to the pt..." There were no adverse pt/operator consequences. Add'l info, and access to the device set has been requested.

Manufacturer narrative:
MFR's investigation to date: a review of the complaint database for this list#/similar problem recorded no add'l reports. A review of the mfg lot database for the two reported suspect lot numbers shows lot# 2473692 (mfg date 03/2012) (B)(4) units were all mfg, tested, inspected, and released. Cause of the reported incident is unk at this time.